Event description:
It was reported that the patient's tactra penile prothesis, exhibited a broken cylinder. A surgical procedure was performed during which was identified that the bone anchors used to hold it in place, tore through the silicone of the cylinder. The tactra was removed and replace with an inflatable penile prosthesis (ipp). No patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the tactra cylinder was visually inspected and found to be fractured at 16.0 cm, with a hole consistent with sharp instrument damage identified at the 16.5 cm mark. The cylinder was cut to 17.5 cm. The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. A risk review was completed and confirmed that the event of "mechanical malfunction (fracture of the prosthesis or breach of the outer silicone layer)" was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on the information available and analysis results, the cylinder fracture identified in the tactra cylinder could have caused or contributed to the reported clinical observation of cylinder - fracture and cylinder - hole/perforated. Therefore, a conclusion code of cause traced to component failure was assigned to this investigation.

Event description:
It was reported that the patient's tactra penile prothesis, exhibited a broken cylinder. A surgical procedure was performed during which was identified that the bone anchors used to hold it in place, tore through the silicone of the cylinder. The tactra was removed and replace with an inflatable penile prosthesis (ipp). No patient complications were reported.